Manufacturer narrative:
The reported events of unacceptable threshold and helix mechanism test were confirmed. As received, a complete lead was returned with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torqued directly to the inner coil. The full helix extension length was measured within specification. Electrical testing found shorting between conduction paths due to the overtorqued inner coil inside the connector region. The cause of the reported events was due to the overtorqued inner coil and helix being clogged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to sense and exhibited high capture threshold. During an attempt to reposition the lead, it was noted that the helix of the rv lead had failed to extend. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.